Event description:
International customer reported that a patient presented with a wound dehiscence. No further information was provided.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.